Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer checked probe adjustments, probe washing, cell rinsing, and gear pump pressure; all were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with magnesium gen.2 on a cobas 6000 c501 module. The first sample initially resulted in a magnesium value of 2.7 mg/dl and it repeated as 1.9 mg/dl. The second sample initially resulted in a magnesium value of 3.1 mg/dl on (B)(6) 2026 and it repeated as 1.9 mg/dl.

Manufacturer narrative:
The issue was no longer seen by the customer after the probes and probe positions were adjusted by the field service engineer. The investigation determined the service actions resolved the issue. The issue is consistent with both a pre-analytic sample handling issue and probe cleanliness/adjustment.